Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via a change in the intrinsic morphology. The intrinsic complexes were wide and negative. The sensing vector was programmed to the primary vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.